Event description:
It was reported that the patient felt like there may be an issue with her vns device as she had a seizure that lasted for five minutes however they usually only last for 30 seconds or 1.5 minutes at the most. The diagnostics were said to be okay however the specific test results were not provided. Good faith attempts to obtain additional information have been unsuccessful to date.